Event description:
It was reported that 3 weeks following a successful, "uneventful" rf denervation procedure, the patient came in to an outpatient facility with a "small sinus in the area of coccyx." It was reported that "the lesion was well demarcated and not infected and that the patient was on antibiotics" it was also reported that "the cause of sinus is unknown and that he suspected an rf burn". It was reported that bupivacaine 0.25% along with depo-medrone 20 mg was injected to reduce the discomfort and that the patient was discharged. It was reported that the patient has been referred for an MRI scan of the coccygeal region and to a plastic surgeon for an opinion. It was reported that, "the patient will be seen soon in follow up clinic where further information about the patient status can be gathered." A supplemental report will be submitted with any additional information received.

Manufacturer narrative:
The device will not be returned as the disposition of the device is unknown by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.